Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the tenaculum forceps instrument be returned for failure analysis investigation. Isi, has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the tenaculum forceps instrument was malfunctioned. On the side of the jaw, there was a cable broke off. Two other tenaculum's broke fairly quickly. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay in the procedure of less than 15 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed within the clevis. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable.. The complaint regarding instrument malfunctioned with a broken cable was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.